Event description:
This complaint was received through FDA¿s medsun program. Medwatch report number is (B)(4). The patient's iabp [intra-aortic balloon pump] began alarming at 1424 " gas loss in iab circuit." Several nurses immediately came to bedside and began assessing the patient and troubleshooting. The patient had no change in condition or vitals- pt was alert, oriented, and having no pain. The nurses pressed the "start" button on the iabp several times, and the pump restarted within a minute. No change in patient condition. The charge rn was notified, and the device rep immediately called and notified of the event. Pt later to or for intervention. What was the original intended procedure? Iabp monitoring. What problem did the user have: device malfunction - that is, the device did not do what it was supposed to do. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known.

Manufacturer narrative:
Report source is other and medwatch number is (B)(4). Due to character limit in e1 initial reporter name is goldberg nanette. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
This complaint was received through FDA¿s medsun program. Medwatch report number is (B)(4). The patient's iabp [intra-aortic balloon pump] began alarming at 1424 " gas loss in iab circuit." Several nurses immediately came to bedside and began assessing the patient and troubleshooting. The patient had no change in condition or vitals- pt was alert, oriented, and having no pain. The nurses pressed the "start" button on the iabp several times, and the pump restarted within a minute. No harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: b5.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d4 UDI number, lot number should be unknown. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Corrected field : h6 ( medical device ¿ problem code ). Updated field : b4 ,g3, g6 , h2, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h10, h11. Medwatch number was not added or provided in h10 of initial report no.((B)(4)) hence added in this MDR.

Event description:
N/a.